Event description:
A stryker biotech sales representative reported that a pt who rec'd op-1 implant experienced inflammation following a mid carpal fusion revision surgery of the right wrist. The revision surgery on the pt's triquetrum was performed to replace broken hardware. At this point, it is unclear whether the original surgery involved op-1 implant or autologous bone. Additional info has been requested.